Event description:
There was an allegation of questionable inr results for one patient involving hospitalization tested with coaguchek xs meter serial number (B)(4) compared to a laboratory test with an unknown reagent. On (B)(6) 2021 at 7:32 am, the meter result was reportedly 4.9 inr and the laboratory result was reportedly 3.4 inr. On (B)(6) 2021 at 10:39 am, the meter result was reportedly 3.7 inr and the laboratory result was reportedly 2.7 inr. The timing between tests was within four hours. Reportedly the laboratory results were used to make any adjustments to the patient's warfarin dose. The patient's therapeutic range is 2.5 - 3.5 inr and tests weekly. The meter's results were verified in the returned meter memory.

Manufacturer narrative:
Occupation is a patient/consumer. The test strips were requested for investigation. The patient's meter and strips were provided for investigation where they were tested using a reference meter with high-level control samples. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr, qc 2: 5.0 inr, and qc 3: 5.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."